Manufacturer narrative:
G4:11dec2020. B4:03apr2021. The biomedical engineer reported that he reseated the connectors for the speakers. After booting, the error is no longer there. The biomedical engineer called back and reported that the backup alarm failed returned. The biomedical engineer replaced the cpu and resolved the issue. The product support provided option codes and installed cflex, avaps, ramp, and hft options. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported that the unit failed with backup alarm failed. The customer contacted product support and advised the customer to try swapping the power management (pm) board and motor controller (mc) board, and if neither of those resolve the issue then replace the cpu (central processing unit) board. The customer reported that the unit was not in use on a patient.